Manufacturer narrative:
(B)(4). It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2011 and mesh was implanted. In (B)(6) 2013, the patient started to notice symptoms consisting of urinary frequency and utis. The patient also experienced erosion and underwent a vaginal mesh excision along with cystoscopy on (B)(6) 2014. The surgeon opined that there were two sites of erosion at the vaginal vault, a larger one just to the right of the midline and then a smaller site to the left of midline. Both of these were at the level of the apex. Neither site had any bleeding, granulation tissue, pus, or any other abnormality at the mucosal edges. The patient¿s cervix and uterus were absent. There were no palpable pelvic masses. During and at the conclusion of the procedure, rectal exam was normal, and there was no evidence of any bowel injury. It did not appear that the surgeon had entered into the peritoneal cavity. On cystourethroscopy, there was normal bladder mucosa except for some areas of hemosiderin deposits near the trigone. The eroded vaginal mesh sent for pathologic evaluation. The patient is currently recovering from this event. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of voluntary medwatch reports (B)(4).

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced erosion and underwent a vaginal mesh excision along with cystoscopy on (B)(6) 2014. Additional information has been requested.